Manufacturer narrative:
The product was returned with the membrane loosely folded with traces of blood on the exterior of the catheter. The guidewire was also returned still inserted through the iab and out through the y-fitting. Additionally, one (1) inner lumen kink was observed proximal of the membrane approximately 27.9cm from the iab tip and a second kink was also observed on the catheter tubing at approximately 76.2cm from the iab tip. A laboratory insertion test was unable to be performed due to the returned condition of the iab. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and no leaks were detected. We are unable to confirm the reported problem due to the returned condition of the iab since we are unable to mimic the clinical settings. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), it was difficult to insert the balloon through the sheath. The sheath provided was small and hard. The customer chose a different size sheath to continue therapy. There was no reported injury to the patient.

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), it was difficult to insert the balloon through the sheath. The sheath provided was small and hard. The customer chose a different size sheath to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint # (B)(4).

Manufacturer narrative:
Complete event site name - (B)(6) hospital. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(6). Device not returned.

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), it was difficult to insert the balloon through the sheath. The sheath provided was small and hard. The customer chose a different size sheath to continue therapy. There was no reported injury to the patient.